Event description:
Customer reported, potential false negative troponin I (tni) results on triage cardiac panel compared to results from architect. Triage cardiac panel was used in the emergency department. Another plasma sample from the same patent was analyzed using architect. Patient had a heart attack and the laboratory reported that she was in the cardiologic department.

Manufacturer narrative:
Testing was performed using retains from the lot listed in the complaint and in-house calibrators (positive and negative controls). No low bias or false negative results were observed during testing. The customer did not return any sample or product to biosite for testing. Product support was unable to verify the customer's complaint. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. Manufacturing batch records were reviewed and all data for tni recovery was within the mfg final release specifications at time of pouch release. Product deficiency was not established; no corrective action required at this time.